Event description:
The following has been reported: error motor rotation. Please note this pump is used on animals (it is a veterinary clinic), not humans. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No event could be found during device history record review. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Provided information indicates that the device is likely still in use and no repairs were performed by our local team as no quality control check has been requested by the customer. Despite several request and due to the lack of evidences, the root of this event remains unknown. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed the trend is abnormal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.